Event description:
Healthcare provider reported right side rupture. Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on the posterior side assessed as surgical impact opening. (Shell thickness was within specification) additional observations: no penetrating nick (stress marks) observed on the device.

Event description:
Healthcare provider reported right side rupture. Device was explanted.